Event description:
The customer reported that after an abdominal perineal resection, an end tone was provided by the generator indicating a completed seal cycle, but bleeding was observed. The incident device was discarded by the site after the procedure.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.